Event description:
It has been reported to philips that an error "fluostr-images" was prompted. No harm has been reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with customer and confirmed that the system shows the error "fluostr-imageds¿. Inhouse biomedical engineer replaced ip-pc and disks. After the replacement of ip-pc and disks, the system was returned to good working condition.the codes were updated based on the investigation outcome.